Manufacturer narrative:
The failed sample will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Patient PICC dressing noted to be wet with tpn and serosanguinous drainage less than 2 hours after previously checked. PICC line pulled. When line flushed after removal, leaking noted at connection between wings and actual PICC catheter. Patient will be able to have piv placed instead of PICC. Vygon sl 1 fr PICC lot #23l008d PICC was in right lower extremity.

Manufacturer narrative:
We received one used nutriline catheter for investigation. During microscopic examination we found that the catheter tube was partly torn out of the junction with the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. We did not find any indications of a manufacturing issue, including problems related to injection molding. In the product's IFU we warn: caution: do not over stretch the catheter as it may rupture, causing a catheter embolism a review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Visual tests and incoming goods inspections after conducted during production. A review of vygon USA's complaint data shows one additional complaint for lot 23l008d, which is unrelated to this issue. Corrective action: as the catheter worked well for seven (7) days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
Patient PICC dressing noted to be wet with tpn and serosanguinous drainage less than 2 hours after previously checked. PICC line pulled. When line flushed after removal, leaking noted at connection between wings and actual PICC catheter. Patient will be able to have piv placed instead of PICC. Vygon sl 1 fr PICC lot #23l008d PICC was in right lower extremity.